Event description:
Customer reported an incident that occurred when the operator was trying to load a new syringe, during a 'syringe empty/clamped alarm'. The prismaflex machine went into a self test screen and became frozen in this page with all pumps stopped and returned clamp on. No alarms occurred. Treatment had been running in cvvhdf for 3-5 minutes. The treatment was terminated by switching the prismaflex off. Reported blood loss volume was 148ml. The reported machine runtime was <100 (h).

Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. Gambro renal products has requested the downloaded machine data files and additional info relating to this incident. An investigation is ongoing. It is expected that the investigation will be concluded end q.3 2006. A final report will be submitted once the investigation is concluded